Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and recommended device replacement. High capture thresholds were noted. The crt-p was explanted and replaced. This product has not returned for analysis. No additional adverse patient effects were reported.